Manufacturer narrative:
Currently, it is unk whether the device may have caused or contributed to the reported event. The pt's attorney did not allege a specific device failure or pt injury and medical records have not been provided. We have however, contacted the initial rptr to request add'l info and if available to request return of the device for eval. A mfg review was performed and found no evidence of a mfg related cause for the alleged event. This MDR includes all pt, event, and device info davol has rec'd to date. If add'l event and/or eval info is obtained, a f/u MDR will be submitted.

Event description:
The following was reported to davol by the pt's attorney: on (B)(6) 2003 - pt was implanted with multiple pelvic devices including bard flat mesh. The pt's attorney alleges disability, pain and suffering, defective mesh, and add'l surgery/medical treatment.